Event description:
It was reported a patient underwent a laparoscopic/umbilical hernia procedure on (B)(6) 2012 and topical skin adhesive was used. The patient experienced a red rash around the incision site. The patient was treated with hydrocortisone and the symptoms resolved. There was no further adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.